Manufacturer narrative:
Product analysis a pouch label was returned for evaluation. The size indicated on the label was 150 cm the size indicated on the strain relief was .018in x 150cm the overall length of the device was approximately 90.5cm medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of the trailblazer support catheter, a labelling and packaging issue was identified in which both the packaging and hub stated the catheter was 150cm in length, but the actual catheters inside were much shorter. Sterile packagingwas intact. The device was not used in a patient. There was no patient involved.